Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up check and low r-waves, sensing issues and high pacing threshold were noted on the right ventricular lead. X-ray showed that the lead had moved from its original placement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.